Event description:
The clamp lost the closed functin in 2005, nearly 1 month after use. The patient confirmed they did not reuse the minicap and any disinfectant with the transfer set. No patient injury.